Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was nonconformance recorded in the lot history.

Event description:
The hospital reported that the vision was blurry through the scope on a 7.0mm endoscope.